Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enterostomy closure when the device is being applied in the intestinal loop, the device did not fire. The stapler did the first shot without problems, but in the second shot, it broke down making it impossible to reassemble another load. Another device was used that worked without intercurrences to complete the case. There was no patient injury.